Event description:
Boston scientific received information that during a routine follow-up, it was noted that this right ventricular (rv) defibrillation lead exhibited an increase in pacing threshold measurements and a decrease in sensing measurements. A decrease in pacing impedance measurements from 550 ohms to 369 ohms was also noted. There were no adverse patient effects. Pacing output was reprogrammed, and a revision procedure was scheduled. During the procedure, an x-ray showed the lead was not fixed properly. Due to anatomical issues, it was not possible to reposition this lead. It was also not possible to implant another defibrillation lead, as access was too narrow. A smaller pace/sense lead was implanted and good measurements were received. A new cardiac resynchronization therapy pacemaker (crt-p) was also implanted during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This right ventricular (rv) defibrillation lead will not be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.